Event description:
The tip of the flexible screw driver detached during insertion of a screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of an anchor c flexible screwdriver tip fracture was confirmed via visual inspection. The anchor c surgical technique indicates that the flexible screwdriver shaft should not be bent past 35 degrees. Previous complaints of tip breakage indicate that the cause was related to user error. However, there is no further information to confirm that the cause was user error.conclusion: the exact cause cannot be determined due to the lack of information.

Event description:
The tip of the flexible screw driver detached during insertion of a screw.